Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: there were call service (cs 078) alarms observed in the black box. A rewind, load and prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. The pump was opened and moisture was observed inside.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.